Event description:
Customer called to report that the chemistry cartridge sample probe on the unicel dxc 600 synchron system was dripping. The customer technical specialist assisted customer with troubleshooting the instrument before generating a service request. On the following day, the field service engineer (fse) inspected the instrument and replaced the t-valve. The service performed appears to have resolved the leak issue as customer has not called back for further assistance. Customer did not state harm to patients or instrument operators.

Manufacturer narrative:
(B)(4).